Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+3.5/104 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to the patient experienced glare/haloes and blurred vision. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Patient weight, ethnicity, race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).